Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the two complaint breathing circuits were returned to the manufacturer. The heater wire pins of both the inspiratory and expiratory limbs of the two circuits were tested to see if they could be connected to a heater wire adaptor. Results: a heater wire pin on the inspiratory limb of both complaint circuits were split, therefore full insertion of the heater wire adaptor was not possible. Full insertion of the heater wire pins of expiratory limbs with the heater wire adaptor were successful. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were split during production or by the end user. (B)(4).

Event description:
A distributor in (B)(6) reported that the heater wire pin of two rt340 adult breathing circuits was "broken" and could not be connected. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. We are currently endeavouring to retrieve the complaint device. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that the heater wire pin of two rt340 adult breathing circuits was "broken" and could not be connected. This was found prior to patient use.